Event description:
Toward the end of the bypass run, the cardioplegia cannula was being removed by a nurse practitioner (np), when the cannula separated into 2 pieces. Both pieces were removed from the sterile field, and saved along with the packaging.